Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulation lead on the right side. Reprogramming of the lead was unable to resolve the issue, therefore, the patient underwent a lead explant procedure. The patient was stable postoperatively. The device will not be returned as it was retained by the medical facility.